Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient. Doi and the initial pressure setting are unknown. Since it was found that the device have turned over after MRI test, it was removed on (B)(6) 2016. The surgeon suspects that MRI caused the valve to turn over.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 4. The valve was hydrated for about 26 hours. The valve was visually inspected: the 4 holes used to attach the valve are not damaged. A research was done for the last 24 months no other issue of this kind was found. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined; the suture holes and valve show no signs of damage. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.